Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An error message displaying ¿replace generator¿ when patient was trying to connect to the ipg was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: e1 initial reporter.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.